Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging noise and headache. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This supplemental report is being submitted to correct the previous event description and to include the product UDI. This report was previously assessed as reportable on 25-sep-2024. Upon further review, the reported event is not reportable. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. This event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury and/or reportable product malfunction.

Event description:
This notification was opened for review for information received that the dreamstation auto CPAP device was quite noisy during operation and the patient had a headache. The allegation has been reviewed by a pms clinical expert and determined that the allegation of headache does not qualify as a serious injury. Analysis of past events has not indicated an adverse event has occurred due to the reported allegation.